Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states one touch broke and they got a high reading yesterday and in 15 seconds they completely blacked out, my father passed away and I was driving. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose is 274 mg/dl. Patient treated with coke. Customer states the high blood glucose and the low blood glucose are related to her ultra link meter not working and giving inaccurate blood glucose readings that she is treating off of and causing the lows the highs. Insulin pump will not be returned for analysis.